Manufacturer narrative:
(B)(4) follow up. It was reported the prefilled catheter flosser was intact in its packaging, but the tapered head cap was dislodged. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in the packaging flow wrap with the top cap out of the syringe barrel luer. No other defects or imperfections were observed. A device history record review was completed for provided material number 306593, lot 2096922. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. The patient was admitted to the hospital with a fractured clavicle, and on (B)(6) 2024, the charge nurse treated the patient with intravenous fluids as prescribed, and at the end of the procedure, when using a prefilled catheter flosser for indwelling needle sealing, she found that the prefilled catheter flosser was intact in its packaging, but that the tapered head cap was dislodged and inoperable, and it was replaced immediately, without harm to the patient.

Event description:
The patient was admitted to the hospital with a fractured clavicle, and on (B)(6), 2024, the charge nurse treated the patient with intravenous fluids as prescribed, and at the end of the procedure, when using a prefilled catheter flosser for indwelling needle sealing, she found that the prefilled catheter flosser was intact in its packaging, but that the tapered head cap was dislodged and inoperable, and it was replaced immediately, without harm to the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.